Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the patient was using the insulin cartridge longer than the recommended three days. There was no adverse impact to customer¿s blood glucose level. Customer changed the pump supplies to address the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Reportedly, the alarms were cleared and insulin delivery was resumed.